Event description:
A report was received that the patient was experiencing pain in low back. Patient was not using the scs system because it was causing foot drop. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing footdrop when using the scs system. The patient will undergo explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and did well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing footdrop when using the scs system. The patient will undergo explant procedure.